Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the endoscope system controller to resolve the issue. The issue continued to occur. The fse went on site and replaced the cio, vspd, vision side cart (vsc) core, and another endoscope system controller to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, non recoverable faults on the system had returned. Upon powering on the system, a non recoverable fault was encountered. A hard power cycle was performed by the caller in an attempt to resolve the issue; however, the error persisted. The hdmi cables were then disconnected and another hard power cycle was performed, but the issue continued to remain unresolved. Log review revealed a non-recoverable 319 error on the vdcx, as well as 32140/32145 errors on armnet 3. Due to the ongoing faults, the decision was made to move the case to one of the facility's xi systems. There was no report of patient involvement or reported injury.